Manufacturer narrative:
On may 28,2021, device evaluation was completed. Device evaluation summary: mentor conducted the visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the sm mpps dv 325cc breast implant. Leak testing was performed in accordance with mentor procedures and revealed a leakage caused by valve delamination. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A second product was received (lot-6799673). No adverse events were reported for this concomitant (contralateral) device. Therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 1, 2022, mentor became aware that the replacement devices used on april 20, 2021 were catalog number shpx380; serial number (B)(6) on the left side, and catalog number shpx380; serial number (B)(6) on the right side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 21, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent primary breast augmentation with a 325cc mentor smooth round moderate plus profile at an unknown date and experienced breast implant deflation on her right side diagnosed via physical exam. As a result, the patient underwent explantation and replacement with mentor gel device on (B)(6) 2021.